Event description:
It was reported that an unexpected reset occurred. Customer's blood glucose (bg) level was 600 mg/dl. Customer administered a manual insulin injection to address elevated bg. Reportedly; customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.